Event description:
On (B)(6) 2012 a jugular tulip filter was placed in a pt and the legs did not open fully. The filter was placed w/o a cavagram due to contrast media being contraindicated. Post deployment, the filter was observed under fluoroscopy to confirm it stayed in placed. Pt had a subsequent CT scan on (B)(6) 2012 confirming it did not move from its original position. CT scan ivc measurements: coronal = 18mm diameter and sagittal 19.9mm. An unsuccessful retrieval was attempted on (B)(6) 2012 and a second filter was placed above the original filter. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) legs not opening properly. Investigation eval: still under investigation.